Event description:
The facility's biomedical engineer reported an infusiion pump with failure code 812:02. It is not known if the pump was being used on a pt at the time it went into this failure code. Info was requested regarding the date the report occurred, the medication involved, pump programming and setup info, specific pt details, tubing product code and lot number being used, and medical intervention but no additional details were available. Alternate contact info was requested but no alternate contact was identified. No adverse outcome resulted.